Event description:
It was reported that the ext set .2 mf low sorb was occluded and wouldn't run with the filter attached. The following information was provided by the initial reporter: "rns setting up amiodarone infusion and it wouldn't run with the filter attached".

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of amiodarone infusion wouldn't run with the filter attached could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 10013902 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the ext set .2 mf low sorb was occluded and wouldn't run with the filter attached. The following information was provided by the initial reporter: "rns setting up amiodarone infusion and it wouldn't run with the filter attached."